Manufacturer narrative:
The reported events of high pacing lead impedance, high capture threshold and helix mechanism issue were confirmed. A complete lead was returned in two pieces. The cause of helix mechanism issue was isolated to the over-torqued and separated filars of the inner coil at the connector region and helix being clogged with blood/tissue. The cause of high pacing lead impedance and high capture threshold was due to broken/separated inner coil due to over-torqued inner coil. All the damages found were consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an upgrade procedure. The atrial lead to be implanted exhibited high pacing impedance, high capture thresholds, and helix malfunction. Additional access for a new lead was not possible because of the subclavian being so occluded. Decision was made to plug the atrial port on the device. Patient was stable before, during, and after the procedure.